Event description:
Customer stated, "she was using the pad and burned a hole in her pad, had it on the highest setting and husband told her she had a big hole in back." The customer had recently had surgery and could not feel the most of her back. The IFU states "do not use on areas with insensitive skin." The product has not been returned for investigation. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot. Without presence of product bce cannot investigate further.